Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the customer's complaint was confirmed. The reported issue was determined to be caused by an uncalibrated downstream occlusion (dso) sensor. The dso sensor was recalibrated to fix the issue.

Event description:
It was reported that the device had frequent recurring overpressure alarm. There was unknown patient involvement and unknown patient harm/adverse event reported.